Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found on returned meter and returned test strips (2). Most likely underlying root cause of malfunction: user's test strips had a poor storage (bathroom).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 105 to 135mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer instructed on product proper storage environmental conditions, avoiding areas of high humidity. Customer has not had any recent changes in diet, exercise, or medications.